Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective left (live) monitor. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a left monitor that would not resume proper function after the screen saver activated. The system required a reboot to restore proper function.